Manufacturer narrative:
Details of complaint: the customer reported that a central nurse's station (cns: pu-621ra) was experiencing communication loss on half of the bedside monitors. During troubleshooting, the nk ts team was not able to resolve the issue. There was no further information provided. Attempts to obtain further information were made, but no response was received. No patient harm was reported. Service requested/performed: troubleshooting. Investigation summary: the root cause of the issue cannot be determined as there was not enough information provided by the customer. Attempts to obtain further information were made, but the customer was unresponsive. Since the root cause was unable to be determined, no CAPA is required. Without a root cause, the counter measure to prevent recurrence cannot be performed. The overall risk rating is medium. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. This issue has a remote chance of occurring. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns but did not experience device failure: bsm: model #: mu-631ra; sn: (B)(6). Approximate age of the device: 31 months. Device manufacturer date: 02/06/2017. Unique identifier (UDI) #: (B)(4). Bsm: model #: mu-631ra; sn: (B)(6). Approximate age of the device: 31 months. Device manufacturer date: 02/06/2017. Unique identifier (UDI) #: (B)(4). Bsm: model #: mu-631ra; sn: (B)(6). Approximate age of the device: 31 months. Device manufacturer date: 02/10/2017. Unique identifier (UDI) #: (B)(4). Bsm: model #: mu-631ra; sn: (B)(6). Approximate age of the device: 31 months. Device manufacturer date: 02/06/2017. Unique identifier (UDI) #: (B)(4). Bsm: model #: mu-631ra; sn: (B)(6). Approximate age of the device: 31 months. Device manufacturer date: 02/06/2017. Unique identifier (UDI) #: (B)(4). Bsm: model #: mu-631ra; sn: (B)(6). Approximate age of the device: 31 months. Device manufacturer date: 02/09/2017. Unique identifier (UDI) #: (B)(4). Bsm: model #: mu-631ra; sn: (B)(6). Approximate age of the device: 31 months. Device manufacturer date: 02/06/2017. Unique identifier (UDI) #: (B)(4). Bsm: model #: mu-631ra; sn: (B)(6). Approximate age of the device: 31 months. Device manufacturer date: 02/06/2017. Unique identifier (UDI) #: (B)(4).

Event description:
The biomedical engineer reported that the central nurse's station (cns) lost communication with 8 bedside monitors (bms).

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) lost communication with 8 bedside monitors (bms). They also reported they have other bmss monitoring at this dual screen cns, but that they are communicating correctly and are not experiencing any issues. After the initial troubleshooting was performed without any results, nihon kohden's technical services explained to the customer that the issue could be related to the allied switch or physical connection to the switch. The customer will follow up for further assistance once they reboot the switch. No patient harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Additional model information: the following 8 devices were used in conjunction with the cns, but did not experience device failure: bsm - model: mu-631ra, s/n: (B)(4), approximate age of the device: 31 months, device manufacturer date: 02/06/2017, unique identifier (UDI) #: (B)(4). Bsm - model: mu-631ra, s/n: (B)(4), approximate age of the device: 31 months, device manufacturer date: 02/06/2017, unique identifier (UDI) #: (B)(4). Bsm - model: mu-631ra, s/n: (B)(4), approximate age of the device: 31 months, device manufacturer date: 02/10/2017, unique identifier (UDI) #: (B)(4). Bsm - model: mu-631ra, s/n: (B)(4), approximate age of the device: 31 months, device manufacturer date: 02/06/2017, unique identifier (UDI) #: (B)(4). Bsm - model: mu-631ra, s/n: (B)(4), approximate age of the device: 31 months, device manufacturer date: 02/06/2017, unique identifier (UDI) #: (B)(4). Bsm - model: mu-631ra, s/n: (B)(4), approximate age of the device: 31 months, device manufacturer date: 02/09/2017, unique identifier (UDI) #: (B)(4). Bsm - model: mu-631ra, s/n: (B)(4), approximate age of the device: 31 months, device manufacturer date: 02/06/2017, unique identifier (UDI) #: (B)(4). Bsm - model: mu-631ra, s/n: (B)(4), approximate age of the device: 31 months, device manufacturer date: 02/06/2017, unique identifier (UDI) #: (B)(4).

Event description:
The biomedical engineer reported that the central nurse's station (cns) lost communication with 8 bedside monitors (bms).